Manufacturer narrative:
A1. Patient identifier- (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified media that was present within the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the media before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure, but the balloon still could not be inflated. A microscopic examination identified a balloon pinhole located at the proximal markerband. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. As per flextome mr specification, the rated burst pressure for this device is 12 atmospheres. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination found the hypotube to be kinked at more than one location along its length. This type of damage is consistent with excessive force being applied to the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 92% stenosed, 6mmx3.0mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 06/3.00 flextome cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured when inflated at 3.16kpa. The device was then simply pulled out from the patient's body and the procedure was completed with another of the same device. No complications reported and patient was stable post procedure.

Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 92% stenosed, 6mmx3.0mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 06/3.00 flextome cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured when inflated at 3.16kpa. The device was then simply pulled out from the patient's body and the procedure was completed with another of the same device. No complications reported and patient was stable post procedure.